Manufacturer narrative:
Investigation conclusion: the customer's observation was not replicated in-house with retention products. Retention products were tested with qc cut-off hcg concentrations and high positive hcg urine standards . All devices showed positive results at read time and met qc specifications. No false negative results were obtained during in-house testing. Manufacturing batch record review did not uncover any abnormalities. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
The customer reported receiving false negative hcg results using the surestep hcg urine cassette. No information regarding confirmatory testing was provided. Although requested, no additional information was provided.

Manufacturer narrative:
Lot number in section (additional device information) corrected to hcg7090105.